Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) level of 50-70 mg/dl and ¿low¿; although specific value was not provided and cause was not known. Emergency medical technician were called on 2 separate occasions to assist with low bg. Customer was treated with intravenous fluids of glucose. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned